Event description:
Information received by medtronic indicated a possible pulmonary vein dissection seen on CT after a cryoablation procedure. The patient reported chest discomfort on the day following the procedure and was brought in for CT which showed a tear that appeared to be at the ostium of the rspv. The physician reported that there had not been any issues with the positioning of the cryoballoon or occlusion during the cryoablation procedure and that the procedure went smoothly. Update received from physician on (B)(6) 2013 indicated that the CT images were reviewed with radiologists and diagnosis of pulmonary vein dissection appeared to be an overcall. Additional update received on (B)(6) 2013 indicated that the "patient is doing great" and that the chest discomfort reported was likely pericarditis.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and showed system notice message 50012 ¿obstructed flow¿ at the second injection. Bin files also show that at least 16 injections were performed with the catheter. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.